Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During an atrial fibrillation procedure, there was no communication with the pump and the procedure was delayed. The tubing kit was exchanged which did not resolve the issue. As the patient was already intubated and the procedure was underway, an improvised plug was used to substitute the problem piece which delayed the procedure for over an hour. The procedure was then completed with no consequences to the patient.